Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. Initial reporter state: (B)(6). (B)(4). The returned percuflex urinary diversion ureteral stent was analyzed, and a visual evaluation noted that the shaft of the stent was detached. The most proximal section of the stent and the catheter connector were not returned and they could not be tested. A functional evaluation noted that a mandrel 0.038" was inserted through the stent and no resistance was met during its advancing. No other issues with the device were noted. The reported complaint was not confirmed. The failure found (shaft stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the other devices. Therefore, adverse event related to procedure, is selected as the most probable root cause for the complaint since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex urinary diversion ureteral stent was used during an unknown procedure on an unknown date. According to the complainant, during the procedure, the guidewire got stuck at the tip side of the catheter and was unable to cross. Another percuflex urinary diversion ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; stent shaft break.